Event description:
It was reported, surgeon was removing a broken competitor screw and screw got stuck in the conical extractor, and now they can't get the handle off the conical extractor. Case was completed with no pt consequence.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided on a supplemental report.